Event description:
It was reported that during a thoracoscopy, there were no staples and a cut line. The surgeon chose to complete a mini-thoracotomy to complete the case with no add'l pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge present on the device, the cartridge was received void of staples, in addition, two cartridges were received inside the bag, fully fired and in the locked position. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.